Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that printer require reinstall. A technical support specialist, reinstalled printer driver.to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the lables are not printing upon removal. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.